Event description:
It was reported that the bd precisionglide¿ needle leaked during the vaccine application. The following information was provided by the initial reporter, translated from portuguese: "client complains that is a gap between the syringe and the needle where the content leaks during the vacine application. What part/component/part of the product is involved with the complaint?: at the base of the needle cannon. Purpose of use: in what procedure was the material being or would it be used?: application of menvil vaccines. In what situation was the deviation identified?: during on-patient use/patient contact. Was there any damage to the health of the patient or the professional who handled the material?: no. Was there a need for medical intervention?: no. Was there exposure to chemical/biological agents (regardless of ppe use)?: yes. Which medication/fluid did you have contact with?: menvil vaccine. Was the exposure to the professional or to the patient?: patient. Did the substance come into contact with skin or mucous membranes (eyes, nose and/or mouth)?: yes, on the patient's arm. Did the substance come into contact with the ppe (gloves, goggles, mask, apron, etc)?: professional glove".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle leaked during the vaccine application. The following information was provided by the initial reporter, translated from portuguese: "client complains that is a gap between the syringe and the needle where the content leaks during the vacine application. What part/component/part of the product is involved with the complaint? A: at the base of the needle cannon purpose of use: in what procedure was the material being or would it be used? A: application of menvil vaccines... In what situation was the deviation identified? A: during on-patient use/patient contact. Was there any damage to the health of the patient or the professional who handled the material? A: no was there a need for medical intervention? A: no was there exposure to chemical/biological agents (regardless of ppe use)? A: yes which medication/fluid did you have contact with? A: menvil vaccine. Was the exposure to the professional or to the patient? A: patient did the substance come into contact with skin or mucous membranes (eyes, nose and/or mouth)? A: yes, on the patient's arm did the substance come into contact with the ppe (gloves, goggles, mask, apron, etc)? A: professional glove".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-jun-2023 . H6: investigation summary sample and photo received by our quality team for investigation. Upon visual evaluation of the needle, hub of needle is observed to be damaged, which likely lead to the leakage experienced by the customer. A device history review was performed for the reported lot 3031390, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the teams investigation, possible root cause is associated with the assembly process, causing damage to hub. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.